Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to report that the sensor gave inaccurate values on (B)(6) 2014. The fingerstick gave a value of 135 while the device read low. Patient did not report any injuries or medical intervention at the time of contact with dexcom technical support.